Event description:
Customer reported that pump battery would not charge despite multiple attempts using different charging methods. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer was instructed to try different power sources, but when that failed, tandem technical support decided to replace the pump. The pump was under warranty, and customer was to use multiple daily injections (mdi) as backup therapy. Instructions were given to place the pump in storage mode and return it using a pre-paid label within 10 days, which customer understood and acknowledged.